Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise was also observed on the ra channel. No changes were made and the ra lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise was also observed on the ra channel. No changes were made and the ra lead remains in service. No adverse patient effects were reported.